Event description:
Valve was implanted on 7/23/98. Delta valve was working well for two months. Then pt started deteriorating, experiencing headaches and vomiting. Pt's intercranial pressure was elevated and ventricles enlarged. Surgeon tried to depress the valve, but there was no change in pt condition after four hrs. Pt continuing to deteriorate. Valve was replaced with new delta valve on 9/29/98. Pt back to normal after one day. No significant valve defect was noted when checked after explant.